Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported on (B)(6) 2017 at 18:30 an intra-aortic balloon (iab) was inserted into the patient. It would not unfurl and therapy ended. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported on 10/oct/2017 at 18:30 an intra-aortic balloon (iab) was inserted into the patient. It would not unfurl and therapy ended. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported on (B)(6) 2017 at 18:30 an intra-aortic balloon (iab) was inserted into the patient. It would not unfurl and therapy ended. Replaced iab to continue therapy. No patient injury was reported.